Manufacturer narrative:
Findings: pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir won't lock/click in properly, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated chipped all the ways around the top of reservoir chamber. The customer stated she doesn't know how the damaged occured. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.